Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination and functional evaluation of the returned device could not replicate the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Examination and functional evaluation of the returned device could not replicate the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Adaptor on end or inserter worn out/loose. Patient consequence? :no.